Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that the chair leaked oil. Damaging carpet where she parks chair overnight.